Event description:
It was reported that, "above listed insert trial moved with 28mm trial head during range of motion testing. Dr stated that this made stability testing difficult. After best combination of neck length was chosen, the implants were assembled and placed within the patient. Stability test proved to be excellent as construct moved as anticipated."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.